Manufacturer narrative:
The hospital biomed replaced the flow sensor. No report of patient involvement. The hospital biomed replaced the flow sensor. No report of patient involvement.

Event description:
The hospital reported the flow sensor connector pin was broken. There was no report of patient involvement.